Manufacturer narrative:
The device has been returned. Boston scientific has concluded no analysis was required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was part of the system extraction due to infection. Also, high defibrillation threshold (dft) was observed. The ICD device was explanted. No additional adverse patient effects were reported.